Event description:
It is reported that the set screw was in the threaded inserter hole. The screw was removed and the stem was implanted.

Manufacturer narrative:
This report will be amended when our investigation is complete.